Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by s. Takayama, k. Oinuma, y. Miura, t. Tamaki, k. Jonishi, h. Yoshii, and h. Shiratsuchi.

Event description:
Information was received based on review of a journal article titled, "excessive periosteal reaction after total hip arthroplasty using a short tapered stem,¿ compared immediate postoperative and three month follow up radiographs in 639 hips (515 patients) to evaluate the radiographic changes associated with cortical hypertrophy. Twenty-four patients were identified in the article that experienced excessive periosteal reaction. There has been no further information provided and the patient outcomes are unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical products - unknown femoral head, unknown acetabular cup, unknown acetabular liner.